Manufacturer narrative:
There was no product returned for this complaint. No returned product evaluation could be completed. Pictures and angiogram were sent by the account for review. The pictures & angiogram were related to right iliac balloon occlusion, co2 angio of aaa repair and diagnosis history. Manta device could not be noted on the angiogram. No other angiogram confirming blood flow post manta deployment was sent. The lot was reviewed. There are zero nonconformances related to this lot therefore supporting the device met material, assembly and performance specifications prior to shipment. A copy of the procedure report for cut down was requested but not received. Following this procedure, the leg thrombosed, and the patient was again brought back to the or. Heparin and tpa was given and following bleeding then occurred from the lcf access. The final event outcome was death of the patient. The physician stated that it is undeterminable what caused the bleeding and it could likely be a case/effects of long-term use of steroids. The bleed was not from a manta site (rcfa) and could be a muscle branch artery. It was noted that the patient is coagulopathic. Per IFU, special patient population section states that the safety and effectiveness of the manta device has not been established in " patients with a bleeding disorder, including thrombocytopenia (100,000 cells/ul platelet count), thrombasthenia, hemophilia, von willebrand disease, or anemia (hgb 10g/dl, hct 30%)." Based on the information, the most likely root cause is undeterminable as to what caused the bleed in the right thigh and lcf.

Manufacturer narrative:
Device will not return for evaluation, however, an investigation has been opened to review risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: post procedure/deployment: 18f manta successfully deployed in the rcfa on wednesday morning. At 2pm patient complained of fullness in the right groin area and was experiencing hypotension. Groin checked and nothing observed at bedside. At 10pm the right thigh had expanded to a significant hematoma and was brought back to the operating room. A cutdown was performed but the source of bleeding was not identified. An angio demonstrated patent flow at the site of the manta deployment. Following this procedure, the leg thrombosed, and the patient was again brought back to the operating room. Heparin and tpa was given and following bleeding then occurred from the lcf access. No autopsy was performed. Final diagnosis was received and reported as: abdominal compartment syndrome and pulmonary edema secondary to massive resuscitation secondary to post-operative hemorrhage following endovascular aortic aneurysm repair. The case was reviewed at a m & m (morbidity & mortality) meeting and manta's involvement was questioned. Physician determined the manta device was not the cause of bleeding in the right groin after evar.